Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined. Are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During preparation for a procedure, when the computer was power on five beeps were heard and the status light turned red. The computer was unable to be powered on so the procedure was cancelled after the patient was already in the procedure room with venous access in place. There were no adverse consequences to the patient.

Manufacturer narrative:
Corrected information: d4. Additional information: g4, g7, h2.